Manufacturer narrative:
The device has not been received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-operative setup, the handpiece got hot in less than 1 minute. The device did not come in contact with the patient, and there was no injury or impact to the user.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.